Event description:
It was reported that during use with an unspecified amount of bd vacutainer® sst¿ ii advance plus blood collection tubes the tubes had low draws. There was no report of patient impact. The following information was provided by the initial reporter: customer emailed after communication to phlebotomists that sst tubes must be filled to say these are not filling properly, they had tested it with a syringe of water drawn to 5ml and then filled into the tube with a blood transfer device. The tube drew 3.5ml.

Manufacturer narrative:
H.6. Investigation summary: bd received one hundred (100) samples and four (4) photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for underfill was observed. Additionally, the customer samples were evaluated by functional testing and the indicated failure mode for underfill with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill due to the photos provided. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.